Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was scale marking issues with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: material no: 309657, batch no: 8281613. It was reported that facility noticed an issue with the scale markings on syringes.

Manufacturer narrative:
Investigation: two photos were received and evaluated. One photo displayed the top web of a blister pack from batch #8281613 (p/n 309657). One photo showed the bottom web the blister pack with a 3ml syringe inside. It was observed the syringe was missing all grad lines and portions of the numbers were missing. Printing records were reviewed as part of this device history review, missing print defects were discovered during the manufacture of this batch. Adjustments were made to the printing assembly and a requalification was performed. Potential root cause for the missing scale defect is associated with the marking process. Adjustments were made to the ink system during the manufacture of this batch and a requalification was performed. It appears some defects escaped containment and is likely an isolated defect.

Event description:
It was reported that there was scale marking issues with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: material no: 309657 batch no: 8281613 it was reported that facility noticed an issue with the scale markings on syringes.